Event description:
Additional information received stated that the device was explanted on an unknown date.

Event description:
It was reported that the pulse generator exhibited a drop in battery voltage. No patient symptoms or intervention has been reported. The device remained implanted.

Manufacturer narrative:
Following fields deleted: d7-explant date device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis of the pulse generator found that an anomalous drop in battery voltage and increase in impedance had occurred, confirming the issue observed in the field. When tested with an external power supply, the device exhibited normal electrical characteristics.